Event description:
It was reported that during the procedure to implant an artificial urinary sphincter (aus), the physician accidentally exposed the pump of this inflatable penile prosthesis (ipp). The physician then decided to explant and replace only the pump of the device to reduce the risk of infection. No device issues nor patient complications were reported.